Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent delivery system (sds) was advanced to the target lesion in the left anterior descending (lad)/diag and bifurcation without difficulty. The physician deployed the stent and felt it had deployed with issue within the target lesion. Angiogram post procedure noted that the stent was not in the target lesion. The stent was found to have dislodged and was proximal to the balloon on the shaft. The physician felt the stent had slid proximal to the balloon during advancing in the vessel. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not complete.